Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure resistance was met while advancing the rocket over a guide wire. Removal of the balloon catheter revealed that the tip had separated & remained on the guide wire. Reportedly, this occurred outside the body & no pt injury was associated with this event.